Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (mobile), is related to case with patient identifier (B)(6) (compact plus).

Event description:
It was reported that the customer received the following results, with two different meters, within 10 minutes: hi mmol/l (mobile), which on the system indicates a result in excess of 33.3 mmol/l, and 9.0 mmol/l (compact plus). No adverse event reported. Return of the suspect device was requested for evaluation.